Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that oversensing possibly due to electromagnetic interference (emi) with auto mode switching (ams) was observed on the atrial lead. The patient was not reported to be symptomatic. The patient was being monitored. There were no patient consequences.